Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, and the fiber bonding in the distal end outer tube area is damaged, resulting in error 218 and no image displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause is linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope experienced leaking and the image was misty/foggy. This issue occurred during reprocessing. There were no reports of patient involvement.